Event description:
Caller called to report itching, sticking/burning sensation in her eyes and all over her body from a sandy/blue-like substance found in her carpel tunnel splint. She's tried brands at (B)(6). All of them have a sandy/blue-like substance that leaks out. She's gotten it in her eyes; it has taken hours of using drops and benadryl to feel relief. "I would like it if someone could tell me where I can get splints without that substance."